Event description:
According to the literature, a 75-year-old woman underwent robotic sacrocolpopexy, possible anterior and posterior colpoperineorrhaphy, and cystoscopy. After the mesh was placed, it was retroperitonealized using absorbable 3-0 v-loc suture, in a running fashion to close the peritoneum over the mesh. The barbed suture was trimmed with a 2-mm tail remaining. On postoperative day 24, the patient presented with nausea, chills, abdominal distention, and constipation, went to the emergency room, and underwent computed tomography which revealed a small bowel obstruction. The patient underwent emergent laparoscopy which revealed torsion of the small bowel due to an adhesion formed along the tail of the v-loc suture, which had protruded further than the 2-mm tail observed during the initial procedure. The obstruction was resolved when the bowel was released, and the redundant suture tail was excised. The patient was discharged two days later without further complications.

Manufacturer narrative:
Emma reynolds, tyler bergeron, ken shapiro, and nitya abraham. "Bowel complications due to barbed suture (v-lock) use during sacrocolpopexy." Urogynecology 2023;00, doi: 10.1097/spv.0000000000001417. Pages 1-5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.